Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Additional information received indicated the patient experienced no further complications in relation to this event.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to atrophy. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted.